Event description:
During an atrial fibrillation procedure, the sheath drew air, after it was introduced into the patient¿s femoral vein. The sheath was replaced, and the procedure was completed successfully without any adverse consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak is consistent with direct contact between a brk needle/stylet assembly and the seals during insertion. The IFU suggests the following steps as part of the brk needle/stylet assembly insertion process: "separate the sheath and dilator by withdrawing the dilator approximately 5 cm." Also, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the sheath." The IFU also states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.